Manufacturer narrative:
One sample was received for evaluation; no pictures were provided. Upon visual inspection, no discrepancies were detected. During functional testing, a leak was detected in the medication bag. The reported issue was able to be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that: ¿the pharmacist found a cassette with a leaky inner bag and liquid went between the bag and the wall of the cartridge. This was noticed soon after the cassette was filled in the pharmacy¿. There was no patient involvement.